Manufacturer narrative:
Approximate age of device ¿ 2 years 9 days. Manufacturer's investigation conclusion: review of the submitted log files confirmed elevations in pump power and flow, along with a speed drop on (B)(6) 2018. Nearly all of the events captured in the submitted system controller log files were routine power exchanges, pi events, and data logger events. Multiple elevations in pump power (as high as 21.8 w) and flow (as high as 12 lpm) were captured throughout the log files. One series of elevated pump power, on (B)(6) 2018, was associated with a decrease in pump speed below the low speed limit which triggered the low speed operation alarm. The pump then resumed operating at the set speed. Based on previous complaint experience, these events appeared consistent with something passing through the pump. Multiple requests for additional information were made to the customer; however, no additional information was received. The patient remains ongoing on vad support. Device thrombosis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Pump parameters, including power, flow, speed, and pi are detailed in the introduction section of the hmii IFU. The pump performance monitoring section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed operation alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had undergone a pump exchange which was captured under (B)(4) back on (B)(6) 2016 for thrombosis. The patient had a syncopal episode, where they lost consciousness and hit their head. A CT scan of the patient's head was unremarkable. The patient informed the ventricular assist device (vad) coordinator that the pump had spikes in power. The patient's lactate dehydrogenase (ldh) was 234 and inr was 4.1. There were a few periods of power elevation on (B)(6) 2018. After these elevations, the power returned to the baseline range. The pump parameters' trend presented in the graph is typically not suspect of thrombus. One no external power event was noted on (B)(6) 2018. This appeared to have occurred in the clinic while switching power sources to download log files. A recommendation was made to ensure the system controller¿s ebb ribbon cable was connected correctly. There was no interruption in pump support to the patient during this event. On (B)(6) 2018 the patient was to be discharged after being in the hospital for the syncopal episodes in which they lost consciousness and hit their head, yet power elevations had restarted and there was a decrease in speed to the 4000s from 9200. The manufacturer¿s technical service representative reviewed the submitted log file and observed a speed drop that seemed to be due to low voltage while attached to the power module. This appeared to be caused by the patient cable on the power module. There were no other unusual events seen within the log file and the patient was asymptomatic.